Event description:
Needle dislodged from the casing and remained stuck in his abdomen [device breakage]. Dislodged from the casing and remained stuck in his abdomen [device breakage]. The needle dislodged from the casing and remained stuck in his leg [device breakage]. Case description: (B)(6) - this spontaneous case from (B)(6) was reported by a consumer as "needle dislodged from the casing and jammed into his abdomen" and two non-serious events "the needle dislodged from the casing and remained stuck in his abdomen" and "the needle dislodged from the casing and remained stuck in his leg" and concerns a (B)(6) male pt using novofine 32 (needle) from approx two years ago and ongoing due to "insulin-requiring type 2 diabetes mellitus". Pt's height: (B)(6). The pt's medical history was not provided. The consumer reported that several novofine 32 needles broke off the hub and remained imbedded in his body while performing insulin injections. He stated that on one occasion, during the last week of (B)(6) 2010, the needle "dislodged from the casing" and remained stuck in his abdomen when he administered his daily dose of insulin. He indicated that he used a pair of tweezers to remove the needle from his abdomen. The pt also reported that on an unspecified date, during the first week of (B)(6) 2010, the needle "dislodged from the casing" and jammed into his abdomen during an injection. He subsequently presented in the emergency room where the needle was surgically removed from his abdomen. He was not hospitalized. In addition, the pt reported that on one occasion, during the last week of (B)(6) 2010, the needle "dislodged from the casing" and remained stuck in his leg following insulin injection. He stated that he used a magnifying glass and tweezers to remove the needle. The pt stated that he is an experienced diabetic and has been administering injections the correct way for years. He cleans his injection site with rubbing alcohol prior to each injection and he never reuses a needle. He also noted that he administers his byetta with 31g bed needle and has not experienced any issues with the use of those particular needles. At the time of the report, the pt was "recovered". He stated that he continues to use novofine 32g needles to administer only levemir insulin and has not experienced any other issues with the product since the last event.